Event description:
It was reported the left ventricular lead demonstrated failure to capture and elevated capture threshold measurement. It was determined the lead had retracted slightly and was no longer making good contact with the myocardium. It was also reported the patient was hospitalized due to congestive heart failure that may have been precipitated by the lack of biventricular synchrony. The lead was removed and replaced. It was further reported that the device battery depleted abnormally. The device was explanted and replaced. The patient is enrolled in the (B)(4) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, implanted: (B)(6) 2012. (B)(4).